Event description:
Patient additionally reported the events of "fatigue", "pain" and "tiredness".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2., d.4., d.6., g.1., g.5.,

Manufacturer narrative:
The reported events of pain and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and lump/nodule.

Event description:
Patient's representative reported right side severe pain and nodules. The device has been explanted.